Event description:
It was reported that the patient had a lead break. The patient underwent a full revision surgery. Follow up with the physician for additional information revealed, that the physician does not have any diagnostics results and no x-rays were taken. Physician also indicated that the patient did not have any trauma or manipulation. Explanted products have been returned back to the manufacturer and are under product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.